Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhoea, uterine leiomyoma and renal cyst nos. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (surgery to remove essure implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: all went well and her fallopian tubes were blocked. This testing was done 3 months after her procedure. Blue dye was inserted to confirm tubes were blocked. Mammogram - on an unknown date: mammography alone fails to detect 10-150/0 of breast malignancies. A negative mammogram report, therefore, should not preclude further evaluation of any clinically suspicious palpable mass. The patient has been entered into a reminder system with the target due date for the next mammogram. Nuclear magnetic resonance imaging - on an unknown date: normal magnetic resonance scan of the brain. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs and mr received : events added from pfs - abnormal bleeding (vaginal, menorrhagia). Patient's medical history was added. Other laboratory data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhoea, uterine leiomyoma and renal cyst nos. In september 2006, the patient had essure (ess205) inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (removal of essure implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: all went well and her fallopian tubes were blocked. This testing was done 3 months after her procedure. Blue dye was inserted to confirm tubes were blocked. Magnetic resonance imaging - on an unknown date: normal magnetic resonance scan of the brain. Mammogram - on an unknown date: mammography alone fails to detect 10-150/0 of breast malignancies. A negative mammogram report, therefore, should not preclude further evaluation of any clinically suspicious palpable mass. The patient has been entered into a reminder system with the target due date for the next mammogram. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-nov-2019: plaintiff fact sheet received. Outcome of event pelvic pain updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhoea, uterine leiomyoma, renal cyst nos, obesity, multigravida, parity 3 ((B)(6) 1998, (B)(6) 2000, (B)(6) 2006.), abortion, miscarriage, hypertension and hyperlipidemia. Concomitant products included atorvastatin since 1998 and lisinopril since 2006. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced memory impairment ("memory problems"), feeling abnormal ("brain fog") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient experienced autoimmune hepatitis ("autoimmune disorder type of disorder: hepatitis"). On an unknown date, the patient experienced tooth fracture ("dental problems teeth breaking"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the autoimmune hepatitis, tooth fracture, memory impairment, feeling abnormal and fatigue outcome was unknown. The reporter considered autoimmune hepatitis, fatigue, feeling abnormal, memory impairment, menorrhagia, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 174 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - in 2006: all went well and her fallopian tubes were blocked. This testing was done 3 months after her procedure. Blue dye was inserted to confirm tubes were blocked. Magnetic resonance imaging - on an unknown date: normal magnetic resonance scan of the brain. Mammogram - on an unknown date: mammography alone fails to detect 10-150/0 of breast malignancies. A negative mammogram report, therefore, should not preclude further evaluation of any clinically suspicious palpable mass. The patient has been entered into a reminder system with the target due date for the next mammogram. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhoea, uterine leiomyoma, renal cyst nos, obesity, multigravida, parity ((B)(6) 1998, (B)(6), (B)(6).), abortion, miscarriage, hypertension and hyperlipidemia. Concomitant products included atorvastatin since 1998 and lisinopril since 2006. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced memory impairment ("memory problems"), feeling abnormal ("brain fog") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient experienced hepatitis ("autoimmune disorder type of disorder: hepatitis"). On an unknown date, the patient experienced tooth fracture ("dental problems teeth breaking"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6)-2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the hepatitis, tooth fracture, memory impairment, feeling abnormal and fatigue outcome was unknown. The reporter considered fatigue, feeling abnormal, hepatitis, memory impairment, menorrhagia, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 174 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - in 2006: all went well and her fallopian tubes were blocked. This testing was done 3 months after her procedure. Blue dye was inserted to confirm tubes were blocked. Magnetic resonance imaging - on an unknown date: normal magnetic resonance scan of the brain. Mammogram - on an unknown date: mammography alone fails to detect 10-150/0 of breast malignancies. A negative mammogram report, therefore, should not preclude further evaluation of any clinically suspicious palpable mass. The patient has been entered into a reminder system with the target due date for the next mammogram. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- autoimmune disorder type of disorder: hepatitis, dental problems teeth breaking, neurological conditions or problems type: memory, brain fog, fatigue. Outcome of event vaginal haemorrhage, menorrhagia were updated. Onset date of event pelvic pain, vaginal haemorrhage, menorrhagia were updated. Concomitant drug, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.